Event description:
It was reported that the pump exhibited an air in line alarm. During physical inspection, it was found that there was an issue with the air detector sensor. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the air detector sensor. As a result, the air detector sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.